Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin falling out from the system controller (serial number (B)(6)) was confirmed via product analysis. The heartmate 3 system controller was returned for analysis and the missing pin in the white power cable connector was confirmed. The missing pin is pin 4, responsible for one of the two negative voltage lines. The system controller was functionally tested, performing and operating as intended on the mock circulatory loop for an extended duration without any atypical alarms or events being captured despite the missing pin. A log file was extracted from the system controller during testing which confirmed the reported system controller exchange. Available information for this event indicates that the system controller was exchanged to resolve the issue, and that there was no adverse impact to the patient due to the event. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a pin from the system controller fell out when doing an exchange of power which led to the system controller being exchanged. There was no adverse impact due to the event.